Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) had not worked in about two years and she did not have their patient programmer (pp). The patient was injured at work and needed to have an MRI on her shoulder, but the ins wasn¿t turning on. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2016: product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-nov-06. It was reported that the remote battery was completely dead, and the patient wanted the rep to put the ins into MRI mode. There were no contributing factors identified and no actions taken to resolve the issue. In the end, the patient was instructed to charge it then call back. The issue was not resolved at the time of the event. There were no further complications reported or anticipated.